Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "seroma-late, edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "fluid around implants, swelling of the breast, silicone was found in armpit area & lymph nodes."

Event description:
Patient reported "fluid around implants, swelling of the breast, silicone was found in armpit area & lymph nodes." Patient additionally reported: "nausea, skin rashes, weight lost, sore joints, unusual growths, knots on her neck, face, and chest, with activity (patient) gets fevers, also states that (patient) breaks out in sweats day & night;" these events are not considered device related. The device remains implanted. This record is for the right side.